Event description:
Additional information received confirmed that isr occurred of the driver stent implanted in the proximal lad and another brand stent was deployed as treatment. The patient is reported to be in remission. No other clinical sequelae were reported.

Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent (2.50x 30mm) successfully deployed to the mid and distal lad. It is reported that a driver rx bare metal stent had been deployed at the proximal lad, during a previous pci. Approximately 5 months 2 weeks post index procedure the patient underwent balloon revascularization at the mid lad and a non-medtronic drug eluting stent was implanted at the proximal lad.

Manufacturer narrative:
(B)(4) inherent risk of the procedure (vessel occlusion) (B)(4).